Event description:
Covidien received information that a ventilator alarmed displaying severe occlusion. A patient with type a influenza was on continuous nebs for 48 hours with a humidifier circuit when the alarm occurred. No other patient details are available.

Manufacturer narrative:
(B)(4).